Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: according to the information received, it was reported a rupture on breast implant. During analysis of the sample, it was received damaged and received in 3 parts. Microscopic test was not performed to avoid compromise the device integrity. No additional anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 535cc mentor memorygel breast implant, catalog # 3505535bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 535cc mentor memorygel breast implant and experienced postoperative left-sided rupture. As a result, the patient underwent explantation on (B)(6) 2019.